Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high defibrillation impedance on the right ventricular (rv) lead. No changes or intervention was reported; the device will continue to be monitored. The patient condition was not known.

Event description:
Additional information received indicates that the right ventricular (rv) lead was explanted and replaced. The patient was stable before, during, and after the procedure.